Event description:
Medtronic received information that 2 years and 1 month post implant of an aortic bioprosthetic valve, a transthoracic echocardiogram (tte) was performed and it was noted that there were increased aortic velocity and gradients. The patient was asymptomatic. No additional adverse patient effects were reported. It was also reported that 3 years and 2 months post implant of this aortic bioprosthetic valve, transthoracic echocardiogram (tte) showed worsening aortic stenosis. Ultimately 3 years and 10 months post implant, a transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.